Event description:
Target was notified that during the preparation, while the physician was flushing the catheter with a 2 cc syringe, a leak was noticed. Since this event occurred during preparation, there was no injury or complications for the pt.